Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the pocket was opened and the set screws were re-attached. It was noted that the lead and device were functioning normally, and it appeared to have been a set screw issue. The procedure was completed without complications.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded high, out of range shock impedances of greater than 125 ohms on all 3 shocking vectors. It was noted that an x-ray did not reveal any abnormalities. Technical services (ts) discussed the possibility of a loose connection or lead fracture. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced 6 years later for unrelated reasons.